Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation with a 425cc mentor smooth round moderate profile prosthesis and experienced left-sided deflation postoperatively. As a result, the patient is scheduled to undergo bilateral removal and replacement with two unspecified mentor breast implants on (B)(6) 2022.

Manufacturer narrative:
If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Date of explantation: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Date of explantation: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation with a 425cc mentor smooth round moderate profile prosthesis and experienced left-sided deflation postoperatively. As a result, the patient is scheduled to undergo bilateral removal and replacement with two unspecified mentor breast implants on (B)(6) 2022.

Manufacturer narrative:
On 31-mar-2022, mentor received additional information regarding the status of the suspected medical device. The received device was the patient¿s contralateral side device that was explanted at the same time as the complaint device. The complaint device was inadvertently discarded upon explantation and is not available for product evaluation. The relevant fields have been updated. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 1-mar-2022, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).